Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump were sticky, hard to push and sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that screen had scratches and rainbow effect. The insulin pump was rewind slower and more than once. The insulin pump will not be returned for analysis.